Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('ultrasound showed her tube was perforated due to the coils inserted') and device breakage ('essure remains in the left horn') in a 29-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included traffic accident on (B)(6) 2013, neck sprain (with pain, dizziness after traffic accident) on (B)(6) 2013, amenorrhea in (B)(6) 2009, rhinoconjunctivitis, bronchial hyperreactivity and carpal tunnel syndrome. Previously administered products included for contraception: yaz from (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal discomfort ("non-specific abdominal discomfort after essure implantation"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") with blood urine present and fatigue ("excessive fatigue"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("spotting since days after implantation"). On 23-may-2011, the patient experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6) 2011, the patient experienced alopecia ("alopecia"). On (B)(6) 2013, the patient experienced migraine with aura ("clinical judgement: migraine with aura"). On (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel"). In 2015, the patient experienced fallopian tube perforation (seriousness criterion intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("essure remains"). On an unknown date, the patient experienced pelvic infection ("pelvic infections"), cystitis ("clinical judgment: cystitis") with urinary tract discomfort, dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain") and somnolence ("sleepy"). The patient was hospitalized from an unknown date until (B)(6) 2017. The patient was treated with surgery (both essure coils removed on (B)(6) 2015 and total hysterectomy for removal of essure remains on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal discomfort, pelvic infection, adnexa uteri pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, back pain, complication of device removal, cystitis, device breakage, dizziness, fallopian tube perforation, fatigue, headache, migraine with aura, muscle contracture, pelvic infection, pelvic pain, somnolence, swelling, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, her gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked them if the device could be causing the symptoms. The doctor always excluded that these ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6) 2015 both essure devices were removed. In oct-2015 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated remains in left horn compatible with remains of the essure device. As per consultation of (B)(6) 2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6) 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until 4-may-2017 that plaintiff can normally go to work again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Abdominal x-ray - on 22-nov-2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device. Biopsy - on (B)(6) 2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6) 2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium. Computerised tomogram - in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6) 2020: no images suggesting essure remains. Cystogram - on (B)(6) 2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6) 2015: serial voiding cystourethrography normal, culture negative. Gynaecological examination - on (B)(6) 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6) 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6) 2017: normal abdomen, wound in good condition; on (B)(6) 2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended. Hysteroscopy - on (B)(6) 2010: both devices placed leaving 4 visible coils in each tube; on (B)(6) 2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. In the left ostium the final portion of the essure is visualized, lined by mucosa. Magnetic resonance imaging head - on (B)(6) 2014: no significant pathological findings. Neurological examination - on (B)(6) 2014: normal eye fundus. Normal funduscopic examination. Ultrasound scan - in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6) 2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6) 2016: no free intra-abdominal fluid is seen; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6) 2017: cervical stump of 47 mm, normal ovaries; on (B)(6) 2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump. Urological examination - on (B)(6) 2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6) 2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('ultrasound showed her tube was perforated due to the coils inserted') and device breakage ('essure remains in the left horn') in a 29-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included traffic accident on (B)(6) 2013, neck sprain (with pain, dizziness after traffic accident) on (B)(6)2013, amenorrhea in (B)(6) 2009, rhinoconjunctivitis, bronchial hyperreactivity and carpal tunnel syndrome. Previously administered products included for contraception: yaz from (B)(6) 2009 to (B)(6)2009. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced abdominal discomfort ("non-specific abdominal discomfort after essure implantation"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") with blood urine present and fatigue ("excessive fatigue"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("spotting since days after implantation"). On (B)(6) 2011, the patient experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6)2011, the patient experienced alopecia ("alopecia"). On (B)(6)2013, the patient experienced migraine with aura ("clinical judgement: migraine with aura"). On (B)(6)2013, the patient experienced allergy to metals ("allergic to nickel"). In 2015, the patient experienced fallopian tube perforation (seriousness criterion intervention required). On (B)(6)2015, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("essure remains"). On an unknown date, the patient experienced pelvic infection ("pelvic infections"), cystitis ("clinical judgment: cystitis") with urinary tract discomfort, dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain") and somnolence ("sleepy"). The patient was hospitalized from an unknown date until (B)(6)2017. The patient was treated with surgery (both essure coils removed on (B)(6)2015 and total hysterectomy for removal of essure remains on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal discomfort, pelvic infection, adnexa uteri pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence and complication of device removal outcome was unknown. The reporter considered abdominal discomfort, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, back pain, complication of device removal, cystitis, device breakage, dizziness, fallopian tube perforation, fatigue, headache, migraine with aura, muscle contracture, pelvic infection, pelvic pain, somnolence, swelling, urinary tract infection, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, her gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked them if the device could be causing the symptoms. The doctor always excluded that these ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6)2015 both essure devices were removed. In oct-2015 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated remains in left horn compatible with remains of the essure device. As per consultation of (B)(6)2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6)2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6)2017 that plaintiff can normally go to work again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Abdominal x-ray - on (B)(6)2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device. Biopsy - on (B)(6)2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6)2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium. Computerised tomogram - in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6)2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6)2020: no images suggesting essure remains. Cystogram - on (B)(6)2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on 17-nov-2015: serial voiding cystourethrography normal, culture negative. Gynaecological examination - on (B)(6) 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6) 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6)2017: normal abdomen, wound in good condition; on (B)(6)2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended. Hysteroscopy - on (B)(6)2010: both devices placed leaving 4 visible coils in each tube; on (B)(6)2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. In the left ostium the final portion of the essure is visualized, lined by mucosa. Magnetic resonance imaging head - on (B)(6)2014: no significant pathological findings. Neurological examination - on (B)(6)2014: normal eye fundus. Normal funduscopic examination. Ultrasound scan - in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6)2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6)2016: no free intra-abdominal fluid is seen; on (B)(6)2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6) 2017: cervical stump of 47 mm, normal ovaries; on (B)(6)2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump. Urological examination - on (B)(6)2014: positive results for red blood cells ++ and leukocytes , antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6)2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic. Most recent follow-up information incorporated above includes: on (B)(6)2021: lawyer provided medical records: patient's birth date /age. Medical history was provided (none reported previously). Test data added. Hospitalization added. New events added: spotting, abdominal discomfort, alopecia, muscle contracture, cystitis, urinary discomfort, dizziness, metal allergy, hypersensitivity, stomach pain, pelvic infections, sleepy based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn") in a 29 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6), 2015). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and smoker, appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis. Previously administered products included: yaz for contraception. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2010, the day of essure insertion, she experienced abdominal discomfort ("non-specific abdominal discomfort after essure implantation"). On (B)(6), 2010 she experienced vaginal haemorrhage ("spotting since days after implantation"). In (B)(6), 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), a first episode of adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6), 2011 she experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6), 2011 she experienced alopecia ("alopecia"). On (B)(6), 2013 she experienced migraine with aura ("clinical judgement: migraine with aura"). On (B)(6), 2013 she experienced allergy to metals ("allergic to nickel"). On (B)(6), 2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). In 2015 she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed on (B)(6), 2017. An unknown time later she experienced pelvic infection ("pelvic infections"), cystitis ("clinical judgment: cystitis"), dysuria ("urinary discomfort"), dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea"), visual impairment ("impaired vision"), dysmenorrhoea ("dysmenorrhoea"), a second episode of adnexa uteri pain ("pain in ovarian areas"), flank pain ("flank pain"), abdominal pain ("abdominal pain") and asthenia ("asthenia") and was found to have blood urine present ("blood urine"). The patient was hospitalised for an unknown duration until (B)(6), 2017. The patient was treated with surgery (both essure coils removed on (B)(6), 2015 and total hysterectomy for removal of essure remains on (B)(6), 2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal discomfort, pelvic infection, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, dysmenorrhoea, flank pain, abdominal pain, asthenia and the last episode of adnexa uteri pain were unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, the first episode of adnexa uteri pain, the second episode of adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, cystitis, device breakage, dizziness, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, flank pain, headache, migraine with aura, muscle contracture, nausea, pelvic infection, pelvic pain, photopsia, somnolence, swelling, tinnitus, urinary tract infection, uterine pain, vaginal haemorrhage and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, her gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked them if the device could be causing the symptoms. The doctor always excluded that these ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6), 2015 both essure devices were removed. In (B)(6), 2015 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated remains in left horn compatible with remains of the essure device. As per consultation of (B)(6), 2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6), 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6), 2017 that plaintiff can normally go to work again. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6), 2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device [biopsy] on (B)(6), 2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6), 2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6), 2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6), 2020: no images suggesting essure remains and no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy [cystogram] on (B)(6), 2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6), 2015: serial voiding cystourethrography normal, culture negative [gynaecological examination] on (B)(6), 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6), 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6), 2017: normal abdomen, wound in good condition; on (B)(6), 2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended [hysteroscopy] on (B)(6), 2010: both devices placed leaving 4 visible coils in each tube; on (B)(6), 2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. In the left ostium the final portion of the essure is visualized, lined by mucosa [magnetic resonance imaging head] on (B)(6), 2014: no significant pathological findings [neurological examination] on (B)(6), 2014: normal eye fundus. Normal funduscopic examination [pathology test] (date unknown): a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6), 2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6), 2016: no free intra-abdominal fluid is seen; on (B)(6), 2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6), 2017: cervical stump of 47 mm, normal ovaries; on (B)(6), 2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6), 2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6), 2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: events fotopsia, tinnitus, nausea, visual impairement , dysmenorrhea, ovarian pain , flank pain , abdominal pain, asthenia added. Lab data & medical history updated. (B)(6), 2023: no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6) 2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and allergy to nsaids (and to metamizole), bronchial asthma, smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis. Previously administered products included: yaz for contraception. As concurrent condition the report mentioned overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced abdominal discomfort ("non-specific abdominal discomfort after essure implantation"). On (B)(6) 2010 she experienced vaginal haemorrhage ("spotting since days after implantation"). In (B)(6) 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), a first episode of adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6) 2011 she experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6) 2011 she experienced alopecia ("alopecia"). On (B)(6) 2013 she experienced migraine with aura ("clinical judgement: migraine with aura"). On (B)(6) 2013 she experienced allergy to metals ("allergic to nickel"). On (B)(6) 2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). In 2015 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic infection ("pelvic infections"), cystitis ("clinical judgment: cystitis"), dysuria ("urinary discomfort"), dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea"), visual impairment ("impaired vision"), dysmenorrhoea ("dysmenorrhoea"), a second episode of adnexa uteri pain ("pain in ovarian areas"), flank pain ("flank pain"), a first episode of abdominal pain ("abdominal pain"), asthenia ("asthenia"), dysmenorrhea ("dysmenorrhea"), a third episode of adnexa uteri pain ("ovarian pain ") and a second episode of abdominal pain ("abdominal pain") and was found to have blood urine present ("blood urine"). The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016 and for an unknown duration until (B)(6) 2017. The patient was treated with rizatriptan and paracetamol as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on (B)(6) 2016 and total hysterectomy for removal of essure remains on (B)(6) 2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal discomfort, pelvic infection, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, dysmenorrhoea, flank pain, asthenia, dysmenorrhea and the last episode of adnexa uteri pain were unknown. The reporter considered abdominal discomfort, the first episode of abdominal pain, the second episode of abdominal pain, abdominal pain upper, the first episode of adnexa uteri pain, the second episode of adnexa uteri pain, the third episode of adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, cystitis, device breakage, dizziness, dysmenorrhoea, dysmenorrhea, dysuria, fallopian tube perforation, fatigue, flank pain, headache, migraine with aura, muscle contracture, nausea, pelvic infection, pelvic pain, photopsia, somnolence, swelling, tinnitus, urinary tract infection, uterine pain, vaginal haemorrhage and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that these ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6) 2016 both essure devices were removed. In (B)(6) 2016 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated remains in left horn compatible with remains of the essure device. As per consultation of (B)(6) 2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6) 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6) 2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: (B)(6) 2015 and (B)(6) 2016. On (B)(6), 2016, underwent a bilateral laparoscopic salpingectomy to extract the essures. The surgery proceeded without incident and that both devices were shown to the patient and family members. On (B)(6), 2017, she underwent surgery at the hospital de alta resolución de guadix, performing a hysterectomy (it is said, by mistake, that it was total and with removal of the ovaries, when the truth is that the hysterectomy was subtotal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device [biopsy] on (B)(6) 2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6) 2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6) 2020: no images suggesting essure remains and no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy [cystogram] on (B)(6) 2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6) 2015: serial voiding cystourethrography normal, culture negative [gynaecological examination] on (B)(6) 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6) 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6) 2017: normal abdomen, wound in good condition; on (B)(6) 2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended [hysteroscopy] on (B)(6) 2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on (B)(6) 2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity [magnetic resonance imaging head] on (B)(6) 2014: no significant pathological findings [neurological examination] on (B)(6) 2014: normal eye fundus. Normal funduscopic examination [pathology test] on (B)(6) 2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6) 2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6) 2016: no free intra-abdominal fluid is seen; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6) 2017: cervical stump of 47 mm, normal ovaries; on (B)(6) 2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6) 2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6) 2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event abdominal pain, ovarian pain & dysmenorrhea added. Reporter causality comment updated. Essure removal date updated. Reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6) 2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and allergy to nsaids (and to metamizole), bronchial asthma, smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis. Previously administered products included: yaz for contraception. As concurrent condition the report mentioned overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced abdominal discomfort ("non-specific abdominal discomfort after essure implantation"). On (B)(6) 2010 she experienced vaginal haemorrhage ("spotting since days after implantation"). In (B)(6) 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), a first episode of adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6) 2011 she experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6) 2011 she experienced alopecia ("alopecia"). On (B)(6) 2013 she experienced migraine with aura ("clinical judgement: migraine with aura"). On (B)(6) 2013 she experienced allergy to metals ("allergic to nickel"). On (B)(6) 2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). In 2015 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic infection ("pelvic infections"), cystitis ("clinical judgment: cystitis"), dysuria ("urinary discomfort"), dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea"), visual impairment ("impaired vision"), dysmenorrhoea ("dysmenorrhoea"), a second episode of adnexa uteri pain ("pain in ovarian areas"), flank pain ("flank pain"), abdominal pain ("abdominal pain") and asthenia ("asthenia") and was found to have blood urine present ("blood urine"). The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016 and for an unknown duration until (B)(6) 2017. The patient was treated with rizatriptan and paracetamol as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on (B)(6) 2016 and total hysterectomy for removal of essure remains on (B)(6) 2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal discomfort, pelvic infection, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, dysmenorrhoea, flank pain, abdominal pain, asthenia and the last episode of adnexa uteri pain were unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, the first episode of adnexa uteri pain, the second episode of adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, cystitis, device breakage, dizziness, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, flank pain, headache, migraine with aura, muscle contracture, nausea, pelvic infection, pelvic pain, photopsia, somnolence, swelling, tinnitus, urinary tract infection, uterine pain, vaginal haemorrhage and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that these ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6) 2016 both essure devices were removed. In (B)(6) 2016 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated remains in left horn compatible with remains of the essure device. As per consultation of (B)(6) 2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6) 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6) 2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device [biopsy] on (B)(6) 2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6) 2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6) 2020: no images suggesting essure remains and no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy [cystogram] on (B)(6) 2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6) 2015: serial voiding cystourethrography normal, culture negative [gynaecological examination] on (B)(6) 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6) 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6) 2017: normal abdomen, wound in good condition; on (B)(6) 2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended [hysteroscopy] on (B)(6) 2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on (B)(6) 2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity [magnetic resonance imaging head] on (B)(6) 2014: no significant pathological findings [neurological examination] on (B)(6) 2014: normal eye fundus. Normal funduscopic examination [pathology test] on (B)(6) 2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6) 2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6) 2016: no free intra-abdominal fluid is seen; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6) 2017: cervical stump of 47 mm, normal ovaries; on (B)(6) 2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6) 2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6) 2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: additional reporters added, diagnostic and medical history details added. Salpingectomy date clarified to (B)(6) 2016. Imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6) 2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and gravida ii (two normal pregnancies and births), bronchial asthma (due to sensitization to pollen), smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis (allergic, due to sensitization to cats). Previously administered products included: yaz for contraception. Concurrent conditions were listed as pollen allergy, allergy to nsaids (and to metamizole) and overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced abdominal pain ("non-specific abdominal discomfort/pain after essure implantation"). On (B)(6) 2010, she experienced vaginal haemorrhage ("spotting since days after implantation"). In (B)(6) 2010, she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6) 2011, she experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6) 2011, she experienced alopecia ("alopecia"). On (B)(6) 2013, she experienced migraine with aura ("migraine with aura"). On (B)(6) 2013, she experienced allergy to metals ("allergic to nickel"). On (B)(6) 2015, she experienced device breakage (seriousness criteria hospitalisation and intervention required). In 2015, she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic infection ("pelvic infections"), dysmenorrhoea ("dysmenorrhoea"), flank pain ("flank pain"), cystitis ("clinical judgment: cystitis"), dysuria ("urinary discomfort"), dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea"), visual impairment ("impaired vision") and asthenia ("asthenia") and was found to have blood urine present ("blood urine"). The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016 and for an unknown duration until (B)(6) 2017. The patient was treated with rizatriptan and paracetamol as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on (B)(6) 2016 and subtotal hysterectomy for removal of essure remains on (B)(6) 2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal pain, pelvic infection, dysmenorrhoea, adnexa uteri pain, flank pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment and asthenia were unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, cystitis, device breakage, dizziness, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, flank pain, headache, migraine with aura, muscle contracture, nausea, pelvic infection, pelvic pain, photopsia, somnolence, swelling, tinnitus, urinary tract infection, uterine pain, vaginal haemorrhage and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that the ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6) 2016, both essure devices were removed without incidents and were shown to the patient. In (B)(6) 2016, check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated essure remains in left horn. As per consultation of (B)(6) 2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6) 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6) 2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: (B)(6) 2015 and (B)(6) 2016. Clarification: a simple subtotal hysterectomy (preserving the cervix and ovaries) was performed. Expert assessment: the symptoms reported by the patient are variable, non-specific and some have persisted after removal of the essure; therefore, a direct and unequivocal cause-effect relationship cannot be established. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device. [Allergy test] (date unknown): repeated on several occasions: no recommendations to avoid contact with metals. [Biopsy] on (B)(6) 2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6) 2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6) 2020: no images suggesting essure remains and no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy/ no images compatible with essure remains in the pelvis after hysterectomy and salpingectomy were observed. [Cystogram] on (B)(6) 2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6) 2015: serial voiding cystourethrography normal, culture negative. [Gynaecological examination] on (B)(6) 2011: check-up scans after insertion of essure. X-ray and ultrasound were normal. Hormonal contraception was stopped. On (B)(6) 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6) 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6) 2017: normal abdomen, wound in good condition; on (B)(6) 2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended; on (B)(6) 2020: reported two visits at the emergency department due to period-type bleeding with clots, with widespread cervical ectopy - occurring for 2 years. [Hysteroscopy] on (B)(6) 2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on (B)(6) 2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity [investigation] on (B)(6) 2023: general surgery department for incisional hernia. Eventration with protrusion of hernial sac and hernia repair surgery was scheduled [magnetic resonance imaging head] on (B)(6) 2014: no significant pathological findings [neurological examination] on (B)(6) 2014: normal eye fundus. Normal funduscopic examination [pathology test] on (B)(6) 2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] on (B)(6) 2010: no findings; in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6) 2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normo inserted visualized; on (B)(6) 2016: no free intra-abdominal fluid is seen; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6) 2017: cervical stump of 47 mm, normal ovaries; on (B)(6) 2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6) 2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6) 2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-oct-2023: lab and investigations dates added; second surgery was updated to subtotal hysterectomy. Duplicate events were deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6) 2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and gravida ii (two normal pregnancies and births), bronchial asthma (due to sensitization to pollen), smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis (allergic, due to sensitization to cats). Previously administered products included: yaz for contraception. Concurrent conditions were listed as pollen allergy, allergy to nsaids (and to metamizole) and overweight. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced abdominal pain ("non-specific abdominal discomfort/ pain after essure implantation"). On (B)(6) 2010 she experienced vaginal hemorrhage ("spotting since days after implantation"). In (B)(6) 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6) 2011 she experienced muscle contracture ("clinical judgment: muscle contracture"). On (B)(6) 2011 she experienced alopecia ("alopecia"). On (B)(6) 2013 she experienced migraine with aura ("migraine with aura"). On (B)(6) 2013 she experienced allergy to metals ("allergic to nickel"). On (B)(6) 2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). In 2015 she experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic infection ("pelvic infections"), dysmenorrhoea ("dysmenorrhoea"), flank pain ("flank pain"), cystitis ("clinical judgment: cystitis"), dysuria ("urinary discomfort"), dizziness ("dizziness"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea"), visual impairment ("impaired vision"), asthenia ("asthenia"), device dislocation ("one of the devices is not visualized") and hypersensitivity ("allergic reaction") and was found to have blood urine present ("blood urine"). The patient was hospitalized from (B)(6) 2016 and for an unknown duration until (B)(6) 2017. The patient was treated with rizatriptan and paracetamol as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on (B)(6) 2016 and subtotal hysterectomy for removal of essure remains on (B)(6) 2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal hemorrhage, abdominal pain, pelvic infection, dysmenorrhoea, adnexa uteri pain, flank pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, muscle contracture, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, asthenia, device dislocation and hypersensitivity were unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, cystitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, flank pain, headache, hypersensitivity, migraine with aura, muscle contracture, nausea, pelvic infection, pelvic pain, photopsia, somnolence, swelling, tinnitus, urinary tract infection, uterine pain, vaginal hemorrhage and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that the ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6) 2016 both essure devices were removed without incidents and were shown to the patient. In (B)(6) 2016 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated essure remains in left horn. As per consultation of (B)(6) 2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6) 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6) 2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: (B)(6) 2015 and (B)(6) 2016. Clarification: a simple subtotal hysterectomy (preserving the cervix and ovaries) was performed. Expert assessment: the symptoms reported by the patient are variable, non-specific and some have persisted after removal of the essure; therefore, a direct and unequivocal cause-effect relationship cannot be established. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device. [Allergy test] (date unknown): repeated on several occasions: no recommendations to avoid contact with metals. [Biopsy] on (B)(6) 2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6) 2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device; on (B)(6) 2020: no images suggesting essure remains and no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy/ no images compatible with essure remains in the pelvis after hysterectomy and salpingectomy were observed. [Cystogram] on (B)(6) 2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6) 2015: serial voiding cystourethrography normal, culture negative. [Gynaecological examination] on (B)(6) 2011: check-up scans after insertion of essure. X-ray and ultrasound were normal. Hormonal contraception was stopped.; on (B)(6) 2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6) 2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6) 2017: normal abdomen, wound in good condition; on (B)(6) 2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended; on (B)(6) 2020: reported two visits at the emergency department due to period-type bleeding with clots, with widespread cervical ectopy - occurring for 2 years [hysteroscopy] on (B)(6) 2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on (B)(6) 2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity [investigation] on (B)(6) 2023: general surgery department for incisional hernia. Eventration with protrusion of hernial sac and hernia repair surgery was scheduled [magnetic resonance imaging head] on (B)(6) 2014: no significant pathological findings [neurological examination] on (B)(6) 2014: normal eye fundus. Normal funduscopic examination. [Pathology test] on (B)(6) 2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] on (B)(6) 2010: no findings; in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6) 2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6) 2016: no free intra-abdominal fluid is seen; on (B)(6) 2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6) 2017: cervical stump of 47 mm, normal ovaries; on (B)(6) 2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6) 2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6) 2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: upon internal review it was identified that this case found to duplicate of case (B)(4). Event (device dislocation & hypersensitivity), all references, source documents , reporters are transferred to this case. Legacy device number (2951250-2023-03509 ). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('ultrasound showed her tube was perforated due to the coils inserted') and device breakage ('essure remains in the left horn') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced adnexa uteri pain ("ovarian pain"), pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), urinary tract infection ("fourteen urinary tract infections"), headache ("headaches that became so continuous that became chronic"), migraine ("migraines") and fatigue ("excessive fatigue") and was found to have blood urine present ("blood urine"). In 2015, the patient experienced fallopian tube perforation (seriousness criterion intervention required). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("essure remains"), 4 years 10 months after insertion of essure. The patient was treated with surgery (both essure coils removed on (B)(6) 2015 and total hysterectomy, matrix and ovaries removed for essure remains removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, complication of device removal, adnexa uteri pain, pelvic pain, uterine pain, back pain, urinary tract infection, blood urine present, headache, migraine and fatigue outcome was unknown. The reporter considered adnexa uteri pain, back pain, blood urine present, complication of device removal, device breakage, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, urinary tract infection and uterine pain to be related to essure. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported these symptoms to her primary care doctor, to her gynecologist and to the healthcare professionals she saw in the emergency room the numerous times she had to go, she always informed them about having the essure device inserted and asked them if the device could be causing them. The doctor always rejected the idea that these ailments were a consequence of such intervention. On 2015, after fourteen urinary tract infections, the patient requested to see an urologist who performed all the relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the gynecology department at the hospital informed her that her tube was perforated due to the coils inserted. On (B)(6) 2015, both essure devices were removed. In (B)(6) 2015, visit with the doctor that performed the surgery for check-up. She was still not feeling well. This doctor after an ultrasound told that she was fine. Still being in pain, social security sent her to an other hospital. On relevant tests, images identified lineal, metallic and dense placed on both uterine horns, remains in left horn compatible with remains of the essure device on (B)(6) 2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains. It is not until (B)(6) 2017 that plaintiff can go to work again normally diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: images lineal, metallic and dense placed on both uterine horns, therefore the doctor determined that these remains in the left horn were compatible with remains of the essure device. Ultrasound scan - in 2015: fallopian tube was perforated due to the coils inserted. Urological examination - in 2015: relevant tests indicated that all her ailments came from the gynecologic region. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on 22-sep-2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and gravida ii (two normal pregnancies and births), bronchial asthma (due to sensitization to pollen), smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis (allergic, due to sensitization to cats). Previously administered products included: yaz for contraception. Concurrent conditions were listed as pollen allergy, allergy to nsaids (and to metamizole) and overweight. Concomitant products included tranexamic acid for intermenstrual bleeding since 08-oct-2018, omeprazole from 22-sep-2016 to 23-sep-2016, acetaminophen (paracetamol) from 22-sep-2016 to 23-sep-2016, metamizol [metamizole] since 22-sep-2016, fosfomycin for renal colic since 06-apr-2015, diazepam for neck pain since 31-jul-2013, prednisone for hypersensitivity, salbutamol for hypersensitivity, ferrous sulfate, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium) for kidney infection, valium (diazepam), dexketoprofen and cefuroxime. On 04-nov-2010, the patient had essure inserted. On 04-nov-2010, the day of essure insertion, she experienced abdominal pain ("non-specific abdominal discomfort/ pain after essure implantation"). On 21-nov-2010 she experienced vaginal haemorrhage ("spotting since days after implantation"). In november 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On 23-may-2011 she experienced a first episode of muscle contracture ("clinical judgment: muscle contracture") and a second episode of muscle contracture ("muscle contracture."). On 05-oct-2011 she experienced alopecia ("alopecia"). On 16-may-2012 she experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On 01-apr-2013 she experienced migraine with aura ("migraine with aura"). On 14-may-2013 she experienced dizziness ("dizziness"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea") and vision blurred ("blurred vision"). On 15-may-2013 she experienced tension ("feeling of instability & tension"). On 05-jun-2013 she experienced allergy to metals ("allergic to nickel"). On 30-jul-2013 she experienced neck pain ("cervical pain"). On 24-dec-2014 she experienced kidney infection ("kidney infection"). On 15-jan-2015 she experienced faeces discoloured ("dark stool") and pollakiuria ("frequencyuria"). On 06-may-2015 she experienced renal pain ("pain in right renal fossa"). On 19-jun-2015 she experienced a first episode of dysuria ("urination discomfort "), urine abnormality ("cloudy urine") and pyrexia ("fever"). On 02-jul-2015 she experienced oropharyngeal pain ("sore throat"). On 10-sep-2015 she experienced renal colic ("right nephrotic colic"). On 22-sep-2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). On 15-oct-2015 she experienced dysmenorrhea ("dysmenorrhea"). On 27-nov-2015 she experienced abdominal discomfort ("abdominal discomfort") and menstrual disorder ("menstrual ataxia"). In 2015 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). On 25-apr-2016 she experienced asthenia ("asthenia"). On 06-sep-2016 she experienced eye irritation ("burn in the eye"). On 22-sep-2016 she experienced throat irritation ("adverse reaction consisting of itching at the oropharyngeal level after the administration of dexketoprofe"). On 28-sep-2016 she experienced diarrhoea ("diarrheal stool"). On 12-oct-2016 she experienced cough ("cough") and choking ("choking"). On 21-oct-2016 she experienced ingrowing nail ("ingrown toenail"). On 22-nov-2016 she experienced device dislocation ("one of the devices is not visualised / suspicion of persistence of essure in the right adnexal area"). On 07-mar-2017 she experienced abdominal distension ("abdominal distention"). On 27-apr-2017 she experienced urethritis ("urethritis"). On 10-dec-2018 she experienced rhinitis ("rhinitis"). On unknown date she experienced pelvic infection ("pelvic infections"), dysmenorrhoea ("dysmenorrhoea"), flank pain ("flank pain"), cystitis ("clinical judgment: cystitis"), a second episode of dysuria ("urinary discomfort"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), visual impairment ("impaired vision"), hypersensitivity ("allergic reaction") and malaise ("general malaise") and was found to have blood urine present ("blood urine"). The patient was hospitalised from 22-sep-2016 to 23-sep-2016 and for an unknown duration until 23-jan-2017. The patient was treated with rizatriptan and paracetamol as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on 22-sep-2016 and subtotal hysterectomy for removal of essure remains on 20-jan-2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal pain, pelvic infection, dysmenorrhoea, adnexa uteri pain, flank pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, asthenia, device dislocation, hypersensitivity, abdominal discomfort, menstrual disorder, urine abnormality, pyrexia, throat irritation, renal colic, vision blurred, tension, neck pain, faeces discoloured, pollakiuria, kidney infection, diarrhoea, abdominal distension, carpal tunnel syndrome, malaise, ingrowing nail, dysmenorrhea, rhinitis, urethritis, cough, choking, eye irritation, oropharyngeal pain and the last episode of muscle contracture were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, carpal tunnel syndrome, choking, cough, cystitis, device breakage, device dislocation, diarrhoea, dizziness, dysmenorrhea, dysmenorrhoea, the first episode of dysuria, the second episode of dysuria, eye irritation, faeces discoloured, fallopian tube perforation, fatigue, flank pain, headache, hypersensitivity, ingrowing nail, kidney infection, malaise, menstrual disorder, migraine with aura, the first episode of muscle contracture, the second episode of muscle contracture, nausea, neck pain, oropharyngeal pain, pelvic infection, pelvic pain, photopsia, pollakiuria, pyrexia, renal colic, renal pain, rhinitis, somnolence, swelling, tension, throat irritation, tinnitus, urethritis, urinary tract infection, urine abnormality, uterine pain, vaginal haemorrhage, vision blurred and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that the ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On 22-sep-2016 both essure devices were removed without incidents and were shown to the patient. In oct-2016 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated essure remains in left horn. As per consultation of 28-mar-2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On 20-jan-2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until 4-may-2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: 22-sep-2015 and 22-sep-2016. Clarification: a simple subtotal hysterectomy (preserving the cervix and ovaries) was performed. Expert assessment: the symptoms reported by the patient are variable, non-specific and some have persisted after removal of the essure; therefore, a direct and unequivocal cause-effect relationship cannot be established. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on 22-nov-2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device [allergy test] (date unknown): repeated on several occasions: no recommendations to avoid contact with metals [biopsy] on 22-sep-2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on 07-mar-2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on 25-nov-2015: uterus in front with desquamative epithelial lesion.; on 22-nov-2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device and findings compatible with essure microinserts.; on 16-mar-2020: no images suggesting essure remains, no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy/ no images compatible with essure remains in the pelvis after hysterectomy and salpingectomy were observed and abdomen without radiodense images in the pelvis suggestive of essure remains [cystogram] on 05-nov-2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on 17-nov-2015: serial voiding cystourethrography normal, culture negative [full blood count] on 28-sep-2016: hb 10.7 gr/dl. Hematocrit 31.1. Leukocytes 10690, neutrophils 73.5%; on 20-jan-2017: blood count: leukocytes: 10.49 x10^3/¿l, red blood cells: 4.46 x10^3/¿l. Hemoglobin 13.2 g/dl, hematocrit: 39%, platelets 229 x10^3/¿l, neutrophils 77.9%, lymphocytes; 11.5%, monocytes 8.4%; eosinophils: 0.6%, basophils 0.4% [gynaecological examination] on 09-feb-2011: check-up scans after insertion of essure. X-ray and ultrasound were normal. Hormonal contraception was stopped.; on 27-nov-2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on 28-sep-2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on 07-mar-2017: normal abdomen, wound in good condition; on 07-oct-2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended; on 15-jul-2020: reported two visits at the emergency department due to period-type bleeding with clots, with widespread cervical ectopy - occurring for 2 years [hysteroscopy] on 04-nov-2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on 27-nov-2015: visible ostium with normal-looking mucosa. Left ostium with essure, right ostium no essure seen; on 11-feb-2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity and nal portion of essure was found in the left ostium covered by mucosa, in the right ostium the device was not visible [investigation] on 26-jan-2023: general surgery department for incisional hernia. Eventration with protrusion of hernial sac and hernia repair surgery was scheduled [magnetic resonance imaging head] on 10-feb-2014: no significant pathological findings [neurological examination] on 15-jan-2014: normal eye fundus. Normal funduscopic examination [pathology test] on 04-oct-2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] on 21-nov-2010: no findings; in 2015: fallopian tube was perforated due to the coils inserted; on 27-nov-2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on 28-sep-2016: no free intra-abdominal fluid is seen; on 22-nov-2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on 07-mar-2017: cervical stump of 47 mm, normal ovaries; on 07-oct-2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on 26-dec-2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on 19-jun-2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic [viral test] on 27-jan-2015: leukocytes: +++; on 16-apr-2015: leukocytes ++, red blood cells: +++; on 06-may-2015: red blood cells +++ leukocytes +++ quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: medical record & pfs received new events abdominal discomfort, menstrual disturbance urination discomfort and cloudy urine, fever , itchy throat, renal colic, blurred vision, tension , neck pain, dark stool , urine frequency , diarrhea, kidney infection, abdominal distension, cervicalgia, carpal tunnel syndrome , general malaise, in growing nail, renal pain, dysmenorrhea, renal pain , dysmenorrhea, rhinitis, urethritis, cough , choking , muscle contracture, eye irritation & throat pain are added. Event onset dates updated. Lab data, medical history & concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
Bayer case number: (B)(4). Ultrasound showed her tube was perforated due to the coils inserted [fallopian tube perforation] essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains [device breakage] pelvic pain [pelvic pain female] uterine pain [uterine pain] strong back pain [back pain] allergic to nickel [nickel allergy] spotting since days after implantation [per vaginal bleeding] non-specific abdominal discomfort/ pain after essure implantation [abdominal pain] pelvic infections [pelvic infection] dysmenorrhoea [dysmenorrhoea] ovarian pain [ovarian pain] flank pain [flank pain] headaches that became so continuous that became chronic [chronic headaches] migraine with aura [migraine with aura] fourteen urinary tract infections [recurrent urinary tract infection] blood urine [blood urine present] clinical judgment: cystitis [cystitis] urinary discomfort [urination pain] excessive fatigue [fatigue] alopecia [alopecia] clinical judgment: muscle contracture [muscle contracture] dizziness [dizziness] swelling [swelling nos] stomach pain [stomach pain] sleepy [sleepiness] essure remains [contraceptive device removal incomplete] photopsia [photopsia] tinnitus [tinnitus] nausea [nausea] impaired vision [visual impairment] asthenia [asthenia] one of the devices is not visualised / suspicion of persistence of essure in the right adnexal area [device dislocation] allergic reaction [allergic reaction] abdominal discomfort [abdominal discomfort] menstrual ataxia [menstrual disturbance nos] urination discomfort [urination pain] cloudy urine [cloudy urine] fever [fever] adverse reaction consisting of itching at the oropharyngeal level after the administration of dexketoprofe [itchy throat] right nephrotic colic [renal colic] blurred vision [blurred vision] feeling of instability & tension [tension] cervical pain [cervical pain] dark stool [discolored stools] frequencyuria [frequency urinary] kidney infection [kidney infection] diarrheal stool [diarrhea] abdominal distention [abdominal distension] carpal tunnel syndrome [carpal tunnel syndrome] general malaise [general malaise] ingrown toenail [ingrown toenail] pain in right renal fossa [renal pain] dysmenorrhea [dysmenorrhea] rhinitis [rhinitis] urethritis [urethritis] cough [cough] choking [choking] muscle contracture. [Muscle contracture] burn in the eye [burning eyes] sore throat [sore throat]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6)2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and stress, asthenia, migraine, abdominal pain, abdominal discomfort, vomiting, nausea, headache, neck sprain, neck pain, drug allergy (ibuprofen and nsaids in general.), amenorrhea, parity 1, gravida ii, anxiety, shortness of breath, conjunctivitis, grass allergy, gravida ii (two normal pregnancies and births), bronchial asthma (due to sensitization to pollen), smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis (allergic, due to sensitization to cats). Previously administered products included: yaz for contraception and etoricoxib and meloxicam a. The patient had a family history of type ii diabetes mellitus (paternal grandmother). Concurrent conditions were listed as vaginal bleeding, rhinitis, pollen allergy, allergy to nsaids (and to metamizole) and overweight. Concomitant products included tranexamic acid for intermenstrual bleeding since (B)(6)2018, omeprazole from (B)(6)2016, acetaminophen (paracetamol) from (B)(6)2016 to (B)(6)2016, metamizol [metamizole] since (B)(6)2016, fosfomycin for renal colic since (B)(6)2015, diazepam for neck pain since (B)(6)2013, prednisone for hypersensitivity, salbutamol for hypersensitivity, ferrous sulfate, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium) for kidney infection, valium (diazepam), dexketoprofen and cefuroxime. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the day of essure insertion, she experienced abdominal pain ("non-specific abdominal discomfort/ pain after essure implantation"). On (B)(6)2010 she experienced vaginal haemorrhage ("spotting since days after implantation"). In (B)(6) 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6)2011 she experienced a first episode of muscle contracture ("clinical judgment: muscle contracture") and a second episode of muscle contracture ("muscle contracture."). On (B)(6)2011 she experienced alopecia ("alopecia"). On (B)(6)2012 she experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6)2013 she experienced migraine with aura ("migraine with aura"). On (B)(6)2013 she experienced dizziness ("dizziness"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea") and vision blurred ("blurred vision"). On (B)(6)2013 she experienced tension ("feeling of instability & tension"). On (B)(6)2013 she experienced allergy to metals ("allergic to nickel"). On (B)(6)2013 she experienced neck pain ("cervical pain"). On (B)(6)2014 she experienced kidney infection ("kidney infection"). On (B)(6)2015 she experienced faeces discoloured ("dark stool") and pollakiuria ("frequencyuria"). On (B)(6)2015 she experienced renal pain ("pain in right renal fossa"). On (B)(6)2015 she experienced a first episode of dysuria ("urination discomfort "), urine abnormality ("cloudy urine") and pyrexia ("fever"). On (B)(6)2015 she experienced oropharyngeal pain ("sore throat"). On (B)(6)2015 she experienced renal colic ("right nephrotic colic"). On (B)(6)2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). On (B)(6)2015 she experienced dysmenorrhea ("dysmenorrhea"). On (B)(6)2015 she experienced abdominal discomfort ("abdominal discomfort") and menstrual disorder ("menstrual ataxia"). In 2015 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). On (B)(6)2016 she experienced asthenia ("asthenia"). On (B)(6)2016 she experienced eye irritation ("burn in the eye"). On (B)(6)2016 she experienced throat irritation ("adverse reaction consisting of itching at the oropharyngeal level after the administration of dexketoprofe"). On (B)(6)2016 she experienced diarrhoea ("diarrheal stool"). On (B)(6)2016 she experienced cough ("cough") and choking ("choking"). On (B)(6)2016 she experienced ingrowing nail ("ingrown toenail"). On (B)(6)2016 she experienced device dislocation ("one of the devices is not visualised / suspicion of persistence of essure in the right adnexal area"). On (B)(6)2017 she experienced abdominal distension ("abdominal distention"). On (B)(6)2017 she experienced urethritis ("urethritis"). On (B)(6)2018 she experienced rhinitis ("rhinitis"). On unknown date she experienced pelvic infection ("pelvic infections"), dysmenorrhoea ("dysmenorrhoea"), flank pain ("flank pain"), cystitis ("clinical judgment: cystitis"), a second episode of dysuria ("urinary discomfort"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), visual impairment ("impaired vision"), hypersensitivity ("allergic reaction") and malaise ("general malaise") and was found to have blood urine present ("blood urine"). The patient was hospitalised from (B)(6)2016 and for an unknown duration until (B)(6)2017. The patient was treated with rizatriptan, paracetamol, topiramate, amoxicillin (amoxicillin trihydrate, clavulanate potassium) and tramadol (tramadol hydrochloride) as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on (B)(6)2016 and subtotal hysterectomy for removal of essure remains on (B)(6)2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal pain, pelvic infection, dysmenorrhoea, adnexa uteri pain, flank pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, asthenia, device dislocation, hypersensitivity, abdominal discomfort, menstrual disorder, urine abnormality, pyrexia, throat irritation, renal colic, vision blurred, tension, neck pain, faeces discoloured, pollakiuria, kidney infection, diarrhoea, abdominal distension, carpal tunnel syndrome, malaise, ingrowing nail, dysmenorrhea, rhinitis, urethritis, cough, choking, eye irritation, oropharyngeal pain and the last episode of muscle contracture were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, carpal tunnel syndrome, choking, cough, cystitis, device breakage, device dislocation, diarrhoea, dizziness, dysmenorrhea, dysmenorrhoea, the first episode of dysuria, the second episode of dysuria, eye irritation, faeces discoloured, fallopian tube perforation, fatigue, flank pain, headache, hypersensitivity, ingrowing nail, kidney infection, malaise, menstrual disorder, migraine with aura, the first episode of muscle contracture, the second episode of muscle contracture, nausea, neck pain, oropharyngeal pain, pelvic infection, pelvic pain, photopsia, pollakiuria, pyrexia, renal colic, renal pain, rhinitis, somnolence, swelling, tension, throat irritation, tinnitus, urethritis, urinary tract infection, urine abnormality, uterine pain, vaginal haemorrhage, vision blurred and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that the ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6)2016 both essure devices were removed without incidents and were shown to the patient. In (B)(6)2016 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated essure remains in left horn. As per consultation of (B)(6)2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6)2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6)2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: (B)(6)2015 and (B)(6)2016. Clarification: a simple subtotal hysterectomy (preserving the cervix and ovaries) was performed. Expert assessment: the symptoms reported by the patient are variable, non-specific and some have persisted after removal of the essure; therefore, a direct and unequivocal cause-effect relationship cannot be established. On (B)(6)2016: bilateral salpingectomy is performed by laparoscopy, removing both complete essure devices corresponding to both tubes (the left device closest to the uterus is removed, the rest of the device that protrudes without difficulty)/ a left salpingectomy was performed with removal of the essure® device (later checking its intact presence within the tube). There is no causal relationship between the claimed damages and the supposed defects of essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6)2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device [allergy test] (date unknown): repeated on several occasions: no recommendations to avoid contact with metals [biopsy] on (B)(6)2010: uterus in anteversion flexion, thin endometrium. Sonic shadows of normally inserted essure are observed. Normal adnexa; on (B)(6)2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6)2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [blood pressure measurement] on (B)(6)2016: 113/80; on (B)(6)2018: systolic blood pressure: 125. Diastolic blood pressure: 77; on (B)(6)2019: systolic blood pressure: 113. Diastolic blood pressure: 71; on (B)(6)2019: systolic blood pressure: 95. Diastolic blood pressure: 65; on (B)(6)2023: systolic blood pressure: 98. Diastolic blood pressure: 72. [Computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6)2015: uterus in front with desquamative epithelial lesion.; on (B)(6)2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device and findings compatible with essure microinserts.; on (B)(6)2018: soft and depressible abdomen, tender to deep palpation in the hypogastrium and right iliac fossa. Normal vital signs. Multiparous cervix with periorificial ectopia bleeding on speculum examination. Transvaginal ultrasound: normal cervical stump. Right ovary without pathology. Left ovary with simple anecogenic formation of 26 mm. No free fluid in douglas.; on (B)(6)2020: - the examination performed did not show radio dense images in the pelvis suggesting essure remains, probably related to complete removal after bilateral salpingectomy. - uterus of apparently normal size and morphology. - liver of normal size and morphology with no evidence of focal lesions. - pancreas, spleen, and both kidneys of normal size and morphology. - no mesenteric or retroperitoneal adenopathy with significant morphological characteristics was observed. - no free peritoneal fluid was observed. - the rest of the examination showed no significant findings.; on (B)(6)2020: no images suggesting essure remains, no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy/ no images compatible with essure remains in the pelvis after hysterectomy and salpingectomy were observed and abdomen without radiodense images in the pelvis suggestive of essure remains; (date unknown): low-dose basal abdominopelvic CT scan was performed. Hyperdense image of the lower right renal calyceal measuring approximately 2 mm, which may correspond to a small lithiasis concretion. No other nephrourethral stones or dilation of the excretory tracts are observed. No focal visceral lesions or significant adenomegaly are observed. [Cystogram] on (B)(6)2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6)2015: serial voiding cystourethrography normal, culture negative [full blood count] on (B)(6)2016: hemoglobin -10.7 gr/dl hematocrit - 31.1 leucocytes - 10690 neutrophils - 73.5%; on (B)(6)2016: hb 10.7 gr/dl. Hematocrit 31.1. Leukocytes 10690, neutrophils 73.5%; on (B)(6)2017: blood count: leukocytes: 10.49 x10^3/l, red blood cells: 4.46 x10^3/l. Hemoglobin 13.2 g/dl, hematocrit: 39%, platelets 229 x10^3/l, neutrophils 77.9%, lymphocytes; 11.5%, monocytes 8.4%; eosinophils: 0.6%, basophils 0.4%; (date unknown): glycemia 77 total bilirubin 0.54 creatinine 0. 7 sodium 138) potassium 4.4 hemoglobin 14 leucocytes 6.7 platelets 263 [gynaecological examination] on (B)(6)2011: check-up scans after insertion of essure. X-ray and ultrasound were normal. Hormonal contraception was stopped.; on (B)(6)2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6)2016: both essure® devices were contained in the corresponding tube. Normal internal genitalia. No free fluid. Technique: an infraumbilical incision was made, through which the presence of essure in the cavity was confirmed by introducing saline solution with a 20 syringe. Pneumoperitoneum was then created using a verres needle. After this, the 11 port was introduced for the camera, visualizing the internal genital organs in the cavity. A left salpingectomy was performed with removal of the essure device (later checking its intact presence within the tube). A right salpingectomy was performed with removal of the entire essure® device from its interior. Careful hemostasis was checked.; on (B)(6)2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6)2017: normal abdomen, wound in good condition; on (B)(6)2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended; on (B)(6)2020: reported two visits at the emergency department due to period-type bleeding with clots, with widespread cervical ectopy - occurring for 2 years [hysteroscopy] on (B)(6)2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on (B)(6)2015: visible ostium with normal-looking mucosa. Left ostium with essure, right ostium no essure seen; on (B)(6)2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity, nal portion of essure was found in the left ostium covered by mucosa, in the right ostium the device was not visible and easy hysteroscopy showing a normal configuration cavity with both ostia visible and normal-looking mucosa. In the left ostium, the final portion of essure is visualized, lined by mucosa. In the right ostium, no device is visualized from the cavity. [Investigation] on (B)(6)2023: general surgery department for incisional hernia. Eventration with protrusion of hernial sac and hernia repair surgery was scheduled [magnetic resonance imaging head] on (B)(6)2014: no significant pathological findings [neurological examination] on (B)(6)2014: normal eye fundus. Normal funduscopic examination [oxygen saturation] on (B)(6)2019: 99; on (B)(6)2020: 99 [pathology test] on (B)(6)2016: a salpingectomy specimen, brown in color, measuring 7 x 0.6 cm, is received in formalin. The lumen is occupied by a metallic object. Diagnostic: pathological diagnosis of incisional biopsy, left salpingectomy sample b) type of study: excisional biopsy - fallopian tube: on (B)(6)2016: sample a) type of study: excisional biopsy/pathological diagnosis of incisional biopsy, left salpingectomy: date of macroscopic examination: (B)(6)2016. Macroscopic description: recorded as one. A salpingectomy specimen, brown in color, measuring 7 x 0.6 cm, is received in formalin. The lumen is occupied by a metallic object. Patent tube with congestive vessels and morgagni hydatid. Sample b) type of study: excisional biopsy/ pathological diagnosis incisional biopsy, right salpingectomy: date of macroscopic examination: (B)(6)2016. Macroscopic description: recorded as right fallopian tube. A salpingectomy specimen measuring 6.5 x 0.7 cm was received in formalin. A perforated area of 1.7 cm was observed, with a lumen occupied by a metallic object. Fallopian tube with a patent lumen and no significant morphological alterations; on (B)(6)2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] on (B)(6)2010: no findings; in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6)2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6)2016: no free intra-abdominal fluid is seen; on (B)(6)2016: 71 mm with three-layer le (as reported). Right ovary: 28.9 mm. Left ovary: 31 mm. Clinical judgment: pelvic pain attributed to the contraceptive method (essure).; on (B)(6)2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6)2017: cervical stump of 47 mm, normal ovaries; on (B)(6)2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6)2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6)2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic [viral test] on (B)(6)2015: leukocytes: +++; on (B)(6)2015: leukocytes ++, red blood cells: +++; on (B)(6)2015: red blood cells +++ leukocytes +++ quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Surgical pathology report added. Lab data updated. Medical history & treatment drugs are added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
Bayer case number: (B)(4). Ultrasound showed her tube was perforated due to the coils inserted [fallopian tube perforation] essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains [device breakage] pelvic pain [pelvic pain female] uterine pain [uterine pain] strong back pain [back pain] allergic to nickel [nickel allergy] spotting since days after implantation [per vaginal bleeding] non-specific abdominal discomfort/ pain after essure implantation [abdominal pain] pelvic infections [pelvic infection] dysmenorrhoea [dysmenorrhoea] ovarian pain [ovarian pain] flank pain [flank pain] headaches that became so continuous that became chronic [chronic headaches] migraine with aura [migraine with aura] fourteen urinary tract infections [recurrent urinary tract infection] blood urine [blood urine present] clinical judgment: cystitis [cystitis] urinary discomfort [urination pain] excessive fatigue [fatigue] alopecia [alopecia] clinical judgment: muscle contracture [muscle contracture] dizziness [dizziness] swelling [swelling nos] stomach pain [stomach pain] sleepy [sleepiness] essure remains [contraceptive device removal incomplete] photopsia [photopsia] tinnitus [tinnitus] nausea [nausea] impaired vision [visual impairment] asthenia [asthenia] one of the devices is not visualised / suspicion of persistence of essure in the right adnexal area [device dislocation] allergic reaction [allergic reaction] abdominal discomfort [abdominal discomfort] menstrual ataxia [menstrual disturbance nos] urination discomfort [urination pain] cloudy urine [cloudy urine] fever [fever] adverse reaction consisting of itching at the oropharyngeal level after the administration of dexketoprofe [itchy throat] right nephrotic colic [renal colic] blurred vision [blurred vision] feeling of instability & tension [tension] cervical pain [cervical pain] dark stool [discolored stools] frequencyuria [frequency urinary] kidney infection [kidney infection] diarrheal stool [diarrhea] abdominal distention [abdominal distension] carpal tunnel syndrome [carpal tunnel syndrome] general malaise [general malaise] ingrown toenail [ingrown toenail] pain in right renal fossa [renal pain] dysmenorrhea [dysmenorrhea] rhinitis [rhinitis] urethritis [urethritis] cough [cough] choking [choking] muscle contracture. [Muscle contracture] burn in the eye [burning eyes] sore throat [sore throat]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("ultrasound showed her tube was perforated due to the coils inserted") and device breakage ("essure remains in the left horn/ linear images of metal located in both horns, compatible with essure remains") in a 29-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remains" on (B)(6)2016). The patient had a medical history of neck sprain (with pain, dizziness after traffic accident) and traffic accident in 2013, amenorrhea in 2009 and appendectomy, appendicitis, stress, asthenia, migraine, abdominal pain, vomiting, nausea, headache, neck sprain, neck pain, drug allergy (ibuprofen and nsaids in general.), amenorrhea, parity 1, gravida ii, anxiety, shortness of breath, conjunctivitis, grass allergy, gravida ii (two normal pregnancies and births), bronchial asthma (due to sensitization to pollen), smoker (5-20 cigarettes per day), appendicectomy, dyspnoea, hyperaemia, pruritus, rhinorrhea, sneezing, carpal tunnel syndrome, bronchial hyperreactivity and rhinoconjunctivitis (allergic, due to sensitization to cats). Previously administered products included: yaz for contraception and etoricoxib and meloxicam a. The patient had a family history of type ii diabetes mellitus (paternal grandmother) and diabetes (maternal grandmother). Concurrent conditions were listed as leukorrhea, metatarsalgia, vomiting, bronchial asthma, overweight, alcohol use, pollakiuria, kidney infection, chronic migraine, hypogastric pain, vaginal bleeding, abdominal discomfort, rhinitis, pollen allergy, allergy to nsaids (and to metamizole) and overweight. Concomitant products included tranexamic acid for intermenstrual bleeding since (B)(6)2018, omeprazole from (B)(6)2016, acetaminophen (paracetamol) from (B)(6)2016, metamizol [metamizole] since (B)(6)2016, fosfomycin for renal colic since (B)(6)2015, diazepam for neck pain since (B)(6)2013, prednisone for hypersensitivity, salbutamol for hypersensitivity, ferrous sulfate, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium) for kidney infection, valium (diazepam), dexketoprofen and cefuroxime. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the day of essure insertion, she experienced abdominal pain ("non-specific abdominal discomfort/ pain after essure implantation"). On (B)(6)2010 she experienced vaginal haemorrhage ("spotting since days after implantation"). In (B)(6) 2010 she experienced pelvic pain ("pelvic pain"), uterine pain ("uterine pain"), back pain ("strong back pain"), adnexa uteri pain ("ovarian pain"), headache ("headaches that became so continuous that became chronic"), urinary tract infection ("fourteen urinary tract infections") and fatigue ("excessive fatigue"). On (B)(6)2011 she experienced a first episode of muscle contracture ("clinical judgment: muscle contracture") and a second episode of muscle contracture ("muscle contracture."). On (B)(6)2011 she experienced alopecia ("alopecia"). On (B)(6)2012 she experienced carpal tunnel syndrome ("carpal tunnel syndrome"). On (B)(6)2013 she experienced migraine with aura ("migraine with aura"). On (B)(6)2013 she experienced dizziness ("dizziness"), photopsia ("photopsia"), tinnitus ("tinnitus"), nausea ("nausea") and vision blurred ("blurred vision"). On (B)(6)2013 she experienced tension ("feeling of instability & tension"). On (B)(6)2013 she experienced allergy to metals ("allergic to nickel"). On (B)(6)2013 she experienced neck pain ("cervical pain"). On (B)(6)2014 she experienced kidney infection ("kidney infection"). On (B)(6)2015 she experienced faeces discoloured ("dark stool") and pollakiuria ("frequencyuria"). On (B)(6)2015 she experienced renal pain ("pain in right renal fossa"). On (B)(6)2015 she experienced a first episode of dysuria ("urination discomfort "), urine abnormality ("cloudy urine") and pyrexia ("fever"). On (B)(6)2015 she experienced oropharyngeal pain ("sore throat"). On (B)(6)2015 she experienced renal colic ("right nephrotic colic"). On (B)(6)2015 she experienced device breakage (seriousness criteria hospitalisation and intervention required). On (B)(6)2015 she experienced dysmenorrhea ("dysmenorrhea"). On (B)(6)2015 she experienced abdominal discomfort ("abdominal discomfort") and menstrual disorder ("menstrual ataxia"). In 2015 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). On (B)(6)2016 she experienced asthenia ("asthenia"). On (B)(6)2016 she experienced eye irritation ("burn in the eye"). On (B)(6)2016 she experienced throat irritation ("adverse reaction consisting of itching at the oropharyngeal level after the administration of dexketoprofe"). On (B)(6)2016 she experienced diarrhoea ("diarrheal stool"). On (B)(6)2016 she experienced cough ("cough") and choking ("choking"). On (B)(6)2016 she experienced ingrowing nail ("ingrown toenail"). On (B)(6)2016 she experienced device dislocation ("one of the devices is not visualised / suspicion of persistence of essure in the right adnexal area"). On (B)(6)2017 she experienced abdominal distension ("abdominal distention"). On (B)(6)2017 she experienced urethritis ("urethritis"). On (B)(6)2018 she experienced rhinitis ("rhinitis"). On unknown date she experienced pelvic infection ("pelvic infections"), dysmenorrhoea ("dysmenorrhoea"), flank pain ("flank pain"), cystitis ("clinical judgment: cystitis"), a second episode of dysuria ("urinary discomfort"), swelling ("swelling"), abdominal pain upper ("stomach pain"), somnolence ("sleepy"), visual impairment ("impaired vision"), hypersensitivity ("allergic reaction") and malaise ("general malaise") and was found to have blood urine present ("blood urine"). The patient was hospitalised from (B)(6)2016 and for an unknown duration until (B)(6)2017. The patient was treated with rizatriptan, paracetamol, topiramate, amoxicillin (amoxicillin trihydrate, clavulanate potassium), tramadol (tramadol hydrochloride) and ventolin (salbutamol sulfate) as well as surgery (bilateral laparoscopic salpingectomy, both essure coils removed on (B)(6)2016 and subtotal hysterectomy for removal of essure remains on (B)(6)2017). At the time of the report, the outcomes for fallopian tube perforation, device breakage, pelvic pain, uterine pain, back pain, allergy to metals, vaginal haemorrhage, abdominal pain, pelvic infection, dysmenorrhoea, adnexa uteri pain, flank pain, headache, migraine with aura, urinary tract infection, cystitis, fatigue, dizziness, swelling, abdominal pain upper, somnolence, photopsia, tinnitus, nausea, visual impairment, asthenia, device dislocation, hypersensitivity, abdominal discomfort, menstrual disorder, urine abnormality, pyrexia, throat irritation, renal colic, vision blurred, tension, neck pain, faeces discoloured, pollakiuria, kidney infection, diarrhoea, abdominal distension, carpal tunnel syndrome, malaise, ingrowing nail, dysmenorrhea, rhinitis, urethritis, cough, choking, eye irritation, oropharyngeal pain and the last episode of muscle contracture were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, asthenia, back pain, blood urine present, carpal tunnel syndrome, choking, cough, cystitis, device breakage, device dislocation, diarrhoea, dizziness, dysmenorrhea, dysmenorrhoea, the first episode of dysuria, the second episode of dysuria, eye irritation, faeces discoloured, fallopian tube perforation, fatigue, flank pain, headache, hypersensitivity, ingrowing nail, kidney infection, malaise, menstrual disorder, migraine with aura, the first episode of muscle contracture, the second episode of muscle contracture, nausea, neck pain, oropharyngeal pain, pelvic infection, pelvic pain, photopsia, pollakiuria, pyrexia, renal colic, renal pain, rhinitis, somnolence, swelling, tension, throat irritation, tinnitus, urethritis, urinary tract infection, urine abnormality, uterine pain, vaginal haemorrhage, vision blurred and visual impairment to be related to essure administration. The reporter commented: since 2010 and until 2016, client started having symptoms, she always reported them to her primary care doctor, gynecologist, and healthcare professionals she saw numerous times in the emergency room. She always informed them of having the essure device inserted and asked if the device could be causing the symptoms. The doctor always excluded that the ailments were a consequence of essure. In 2015, after fourteen urinary tract infections, the patient requested to see a urologist who performed all relevant tests and indicated that all her ailments came from the gynecologic region, therefore she was again referred to the gynecology department. After an ultrasound, her primary care doctor and the hospital gynecologist informed her that her tube was perforated due to the coils inserted. On (B)(6)2016 both essure devices were removed without incidents and were shown to the patient. In (B)(6)2016 check-up visit with the surgeon, she was not yet feeling well. After an ultrasound she was told that she was fine. Still being in pain, she was referred to another hospital. Imaging tests indicated essure remains in left horn. As per consultation of (B)(6)2016: suspicion that discomfort comes from an allergy to the device since patient is allergic to nickel. On (B)(6)2017, total hysterectomy and the matrix and ovaries are removed in order to fully remove the essure remains, no complications. It is not until (B)(6)2017 that plaintiff can normally go to work again. Note discrepancy for salpingectomy date: (B)(6)2015 and (B)(6)2016. Clarification: a simple subtotal hysterectomy (preserving the cervix and ovaries) was performed. Expert assessment: the symptoms reported by the patient are variable, non-specific and some have persisted after removal of the essure; therefore, a direct and unequivocal cause-effect relationship cannot be established. On (B)(6)2016: bilateral salpingectomy is performed by laparoscopy, removing both complete essure devices corresponding to both tubes (the left device closest to the uterus is removed, the rest of the device that protrudes without difficulty)/ a left salpingectomy was performed with removal of the essure® device (later checking its intact presence within the tube). On (B)(6)2016: bilateral salpingectomy is performed by laparoscopy, removing both complete essure devices corresponding to both tubes (the left device closest to the uterus is removed, the rest of the device that protrudes without difficulty)/ a left salpingectomy was performed with removal of the essure device (later checking its intact presence within the tube). On 2017: simple subtotal abdominal hysterectomy due to persistent metal remains. Hysterectomy (due to perforation because of essure insertion). Simple subtotal abdominal hysterectomy for removal of intrauterine essure. ¿ see narrative. There is no causal relationship between the claimed damages and the supposed defects of essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.297 kg/sqm. [Abdominal x-ray] on (B)(6)2011: ray is good. Ultrasound is good.; on (B)(6)2016: images lineal, metallic and dense placed on both uterine horns, doctor determined findings in left horn were compatible with remains of the essure device [allergy test] (date unknown): repeated on several occasions: no recommendations to avoid contact with metals [biopsy] on (B)(6)2010: uterus in anteversion flexion, thin endometrium. Sonic shadows of normally inserted essure are observed. Normal adnexa; on (B)(6)2016: left salpingectomy incisional biopsy: patent lumen tube with congestive vessels and morgagni's hydatide. Right salpingectomy incisional biopsy: patent lumen tube without significant morphological alterations; on (B)(6)2017: piece of simple subtotal hysterectomy. At the level of both tubal ostium there is a metallic spiral of 1*0.3 cm. Diagnosis: simple subtotal hysterectomy. Uterus with proliferative endometrium and presence of metallic spirals in the tubal ostium [blood glucose] (date unknown): 77 [blood pressure measurement] on (B)(6)2016: 113/80; on (B)(6)2018: systolic blood pressure: 125 diastolic blood pressure: 77; on (B)(6)2019: systolic blood pressure: 113 diastolic blood pressure: 71; on (B)(6)2019: systolic blood pressure: 95 diastolic blood pressure: 65 and systolic blood pressure: 95 diastolic blood pressure: 65; on (B)(6)2023: systolic blood pressure: 98 diastolic blood pressure: 72 [computerised tomogram] in 2015: weakly calcic concretion of 2 mm in lower calyx, the rest is normal; on (B)(6)2015: uterus in front with desquamative epithelial lesion.; on (B)(6)2016: confirmed bilateral images located in both horns of the uterus, showing fragments of the essure device and findings compatible with essure microinserts.; on (B)(6)2018: soft and depressible abdomen, tender to deep palpation in the hypogastrium and right iliac fossa. Normal vital signs. Multiparous cervix with periorificial ectopia bleeding on speculum examination. Transvaginal ultrasound: normal cervical stump. Right ovary without pathology. Left ovary with simple anecogenic formation of 26 mm. No free fluid in douglas.; on (B)(6)2020: - the examination performed did not show radio dense images in the pelvis suggesting essure remains, probably related to complete removal after bilateral salpingectomy. - uterus of apparently normal size and morphology. - liver of normal size and morphology with no evidence of focal lesions. - pancreas, spleen, and both kidneys of normal size and morphology. - no mesenteric or retroperitoneal adenopathy with significant morphological characteristics was observed. - no free peritoneal fluid was observed. - the rest of the examination showed no significant findings.; on (B)(6)2020: no images suggesting essure remains, no radiodense images are observed in the pelvis which may suggest essure devices remains, in relation to complete removal after bilateral salpingectomy/ no images compatible with essure remains in the pelvis after hysterectomy and salpingectomy were observed and abdomen without radiodense images in the pelvis suggestive of essure remains; (date unknown): low-dose basal abdominopelvic CT scan was performed. Hyperdense image of the lower right renal calyceal measuring approximately 2 mm, which may correspond to a small lithiasis concretion. No other nephrourethral stones or dilation of the excretory tracts are observed. No focal visceral lesions or significant adenomegaly are observed. [Cystogram] on (B)(6)2015: presence of essure, no images of vesicourethral reflux. Ailments came from the gynecologic region; on (B)(6)2015: serial voiding cystourethrography normal, culture negative [cytology] on (B)(6)2020: patient has continued bleeding even without intercourse. The physician explains the cervical cryocoagulation procedure, she accepts the procedure and signs the informed consent. Examination: normal vulva, wide vagina with regurgitations, speculum with glove is placed to separate the vagina, cervix with areas of re epithelialization. Cervical cryocoagulation is performed with a medium bullet for 1 min - rest 1 min - cryo 1 min for introduction of vagina into the field. [Full blood count] on (B)(6)2016: hemoglobin -10.7 gr/dl hematocrit - 31.1 leucocytes - 10690 neutrophils - 73.5%; on (B)(6)2016: hb 10.7 gr/dl. Hematocrit 31.1. Leukocytes 10690, neutrophils 73.5%; on (B)(6)2017: blood count: leukocytes: 10.49 x10^3/l, red blood cells: 4.46 x10^3/l. Hemoglobin 13.2 g/dl, hematocrit: 39%, platelets 229 x10^3/l, neutrophils 77.9%, lymphocytes; 11.5%, monocytes 8.4%; eosinophils: 0.6%, basophils 0.4%; (dates unknown): glycemia 77 total bilirubin 0.54 creatinine 0. 7 sodium 138) potassium 4.4 hemoglobin 14 leucocytes 6.7 platelets 263 and creatinine- 0.54 sodium-158 potassium-4.4 leukocyte-6.7 platelets-263 [full blood count] on (B)(6)2016: hemoglobin -10.7 gr/dl hematocrit - 31.1 leucocytes - 10690 neutrophils - 73.5%; on (B)(6)2016: hb 10.7 gr/dl. Hematocrit 31.1. Leukocytes 10690, neutrophils 73.5%; on (B)(6)2017: blood count: leukocytes: 10.49 x10^3/l, red blood cells: 4.46 x10^3/l. Hemoglobin 13.2 g/dl, hematocrit: 39%, platelets 229 x10^3/l, neutrophils 77.9%, lymphocytes; 11.5%, monocytes 8.4%; eosinophils: 0.6%, basophils 0.4%; (dates unknown): glycemia 77 total bilirubin 0.54 creatinine 0. 7 sodium 138) potassium 4.4 hemoglobin 14 leucocytes 6.7 platelets 263 and creatinine- 0.54 sodium-158 potassium-4.4 leukocyte-6.7 platelets-263 [gynaecological examination] on (B)(6)2011: check-up scans after insertion of essure. X-ray and ultrasound were normal. Hormonal contraception was stopped.; on (B)(6)2015: normal external genitalia and vagina, menstrual bleeding. Cervix of multiparous well epithelialized; on (B)(6)2016: both essure® devices were contained in the corresponding tube. Normal internal genitalia. No free fluid. Technique: an infraumbilical incision was made, through which the presence of essure in the cavity was confirmed by introducing saline solution with a 20 syringe. Pneumoperitoneum was then created using a verres needle. After this, the 11 port was introduced for the camera, visualizing the internal genital organs in the cavity. A left salpingectomy was performed with removal of the essure device (later checking its intact presence within the tube). A right salpingectomy was performed with removal of the entire essure® device from its interior. Careful hemostasis was checked.; on (B)(6)2016: soft and depressible abdomen, painful on palpation. Superficial hematomas in resolution in all laparoscopic ports; on (B)(6)2017: normal abdomen, wound in good condition; on (B)(6)2017: negative combur test. Clinical judgment of metrorrhagia. Cytology recommended; on (B)(6)2020: reported two visits at the emergency department due to period-type bleeding with clots, with widespread cervical ectopy - occurring for 2 years [heart rate] on (B)(6)2019: 110 [hysteroscopy] on (B)(6)2010: normal uterus with both ostium visible. Both devices placed leaving 4 visible coils in each tube; on (B)(6)2015: visible ostium with normal-looking mucosa. Left ostium with essure, right ostium no essure seen; on (B)(6)2016: cavity of normal configuration with both ostia visible and mucosa of normal aspect. The left ostium shows the final portion of essure, covered by mucosa. In the right ostium, no device is visualized from the cavity, nal portion of essure was found in the left ostium covered by mucosa, in the right ostium the device was not visible and easy hysteroscopy showing a normal configuration cavity with both ostia visible and normal-looking mucosa. In the left ostium, the final portion of essure is visualized, lined by mucosa. In the right ostium, no device is visualized from the cavity. [Investigation] on (B)(6)2023: general surgery department for incisional hernia. Eventration with protrusion of hernial sac and hernia repair surgery was scheduled [magnetic resonance imaging head] on (B)(6)2014: no significant pathological findings; (date unknown): - adequate differentiation between gray matter and white matter at the supratentorial level. - no evidence of axial or extra axial lesion. - no mass effect or displacement of midline structures. - the ventricular system and subarachnoid spaces have normal characteristics. - orbital fossae without changes. - both internal auditory canal and cerebellopontine angle are free. - in the posterior fossa, the fourth ventricle is centered in the midline and the cerebellar trunk, vernix, and hemispheres do not present significant morphological or signal alterations. - cranio-cervical junction with normal characteristics. - adequate pneumatization of paranasal sinuses. - no evidence of occupation of mastoid cells. - diagnostic impression: examination without significant pathological findings. [Neurological examination] on (B)(6)2014: normal eye fundus. Normal funduscopic examination [oxygen saturation] on (B)(6)2019: 99 and 99; on (B)(6)2020: 99 [pathology test] on (B)(6)2016: a salpingectomy specimen, brown in color, measuring 7 x 0.6 cm, is received in formalin. The lumen is occupied by a metallic object. Diagnostic: pathological diagnosis of incisional biopsy, left salpingectomy sample b) type of study: excisional biopsy - fallopian tube: and a perforated area of 1.7 cm is observed, with a light occupied by a metallic object. Patent lumen tube without significant morphological alterations.; on (B)(6)2016: sample a) type of study: excisional biopsy/pathological diagnosis of incisional biopsy, left salpingectomy: date of macroscopic examination: (B)(6)2016. Macroscopic description: recorded as one. A salpingectomy specimen, brown in color, measuring 7 x 0.6 cm, is received in formalin. The lumen is occupied by a metallic object. Patent tube with congestive vessels and morgagni hydatid. Sample b) type of study: excisional biopsy/ pathological diagnosis incisional biopsy, right salpingectomy: date of macroscopic examination: (B)(6)2016. Macroscopic description: recorded as right fallopian tube. A salpingectomy specimen measuring 6.5 x 0.7 cm was received in formalin. A perforated area of 1.7 cm was observed, with a lumen occupied by a metallic object. Fallopian tube with a patent lumen and no significant morphological alterations; on (B)(6)2016: a brownish coloured salpingectomy sample measuring 7 x 0.6 cm was received in formaldehyde, noting that the lumen contains an object of metallic material. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy, left salpingectomy: tube with permeable lumen congested vessels and morgagni's hydatide.¿ "macroscopic description: labelled as the right tube: salpingectomy sample in formaldehyde, measuring 6.5 x 0.7 cm, is received. A 1.7 cm perforated area is observed, observing a lumen which contains a metallic object. A block with representative cuts is included. Pathological diagnosis. Incisional biopsy. Right salpingectomy: without significant morphological alterations [ultrasound scan] on (B)(6)2010: both devices are placed, the right one by injection, leaving 4 spirals visible in each one; on (B)(6)2010: no findings and uterus in anteversion flexion, thin endometrium. Sonic shadows of normally inserted essure are observed. Normal adnexa; in 2015: fallopian tube was perforated due to the coils inserted; on (B)(6)2015: uterus of 88 mm with le (as reported) 1st phase. Normal ovaries.; on (B)(6)2015: anteverted uterus with desquamative linear endometrium (le), both essure devices, normoinserted visualized; on (B)(6)2016: no free intra-abdominal fluid is seen; on (B)(6)2016: 71 mm with three-layer le (as reported). Right ovary: 28.9 mm. Left ovary: 31 mm. Clinical judgment: pelvic pain attributed to the contraceptive method (essure).; on (B)(6)2016: confirmed bilateral images located in both horns of the uterus showing fragments of the essure device; on (B)(6)2017: cervical stump of 47 mm, normal ovaries; on (B)(6)2017: right ostium without pathology. Left ostium with simple anechogenic formation of 26 mm. Normal cervical stump [urological examination] on (B)(6)2014: positive results for red blood cells ++ and leukocytes +++, antibiotic treatment prescribed. Clinical judgment: urinary tract infection uti; on (B)(6)2015: due to micturition discomfort and cloudy urine with color, pain in right flank irradiated to the hypogastrium with vegetative cramping and fever. Clinical judgment after examination: left nephritic colic [viral test] on (B)(6)2015: leukocytes: +++; on (B)(6)2015: leukocytes ++, red blood cells: +++; on (B)(6)2015: red blood cells +++ leukocytes +++ quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Surgical pathology report added. Medical history added. Lab data added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.